Manufacturer narrative:
The meter has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2014 with the following findings: error 1 sub code 5 (record ram list can not be set up) occurs immediately when powering meter. Unable to pair pump and meter and complete required investigation steps 8-10 due to inability to clear the error 1 sub code 5 message.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a meter error (error 1) issue. Reportedly, the error would not clear. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.